Manufacturer narrative:
Distributor performed evaluation and repair.

Event description:
It was reported by the distributor that the siderail could not remain in the up position due to a damaged locking mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.